Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple cables, wall adapters and power sources. Subsequently, the pump shut off due to insufficient power. The customer's blood glucose level was 225 (mg/dl). The customer delivered a manual injection. It was indicated that the customer would use manual injections as insulin therapy until the replacement pump was received.